Event description:
This ra lead was implanted on (B)(6) 2012. The physician was dr. (B)(6) at (B)(6) in (B)(6). A call to patient's services on (B)(6) 2013 states that patient died on (B)(6) 2013 due to yeast infection. Wife stated that patient had candida infection on one or both wires/leads. Infection only explained after wife was told the medication wasn't working and patient's body had already started to shut down. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).